Manufacturer narrative:
The reagent lot # in use at the time of the event was not available at the time of this report. The customer investigated the issue and concluded that the event was caused by a micro clot in the sample tube, which was not detected by the olympus au400 instrument. Their investigation concluded that the qms vancomycin reagent was not the cause of the lower than expected result.

Event description:
Lower than expected levels of vancomycin were detected on one pt sample when compared to previous levels and the dosage regimen. A check (repeat test) confirmed this low level (approx 2.3 ug/ml). A third check with a different technology showed a higher level (approx 23 ug/ml). There was no alert given by the instrument and quality control procedures were in place at the time of the event. The instrument MFR was notified of the event. Testing for vancomycin levels is no longer carried out in the lab and is routinely redirected to the (B) (6) lab (B) (6). The customer investigated the issue and concluded that the event was caused by a micro clot in the sample tube, which was not detected by the olympus au400. When the clot was removed, the vancomycin result was as expected. The investigation concluded that the qms vancomycin reagent is not the cause of the low results.